Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported that a patient underwent a robotic-assisted total hysterectomy, bsoo, and dissection of intramural large calcified myoma to treat post-menopausal bleeding on (B)(6) 2012 and a morcellator was utilized. In (B)(6) 2012 the patient presented to the doctor with severe back pain and a tumor was identified via CT scan, along with multiple tumors in her abdomen and lungs. The patient underwent radiation therapy. The patient died due to leiomyosarcoma on an unknown date. No additional information was provided.